Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter was confirmed but the cause is undetermined. A 4fr single-lumen powerpicc and two radiographic images were returned for evaluation. The 10cm and 11cm depth markings were worn and faded but no notable kinks were found in this region. Slight plastic deformation was seen in the catheter under microscopic observation between the 8cm and 9cm depth markings. The slight deformation appeared to be a very low raised section in the catheter material, possibly due to kinking or pinching of the catheter tubing. Functional testing of the catheter revealed that it was patent to infusion. The radiographic images were of the patient¿s arm and with an external rotation. A right-sided catheter was visible in the images. The catheter was secured with a non-bd securement device. Looping and kinking of the catheter was noted in the soft tissue between the skin surface and the entrance into the vessel. A kink in this location could be the cause of the reported positional occlusion, but the severity of the kink could not be determined from the returned images as the views were not 90º from each other. Although a kink was not seen in the returned sample, it appeared that positional kinking was occurring in the returned images. The exact root cause of the kinking could not be determined from the returned physical sample and images. Possible contributing factors for a kink in the catheter could include catheter placement (e.g. Angle of insertion) or catheter securement. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that, "patient receiving IV antibiotics via an elastomeric infuser. Dunedin 4fr PICC inserted (B)(6) 2024. District nurses reported intermittent full occlusion. I was able to replicate the arm positions where the PICC would stop working and took x-rays while I was attempting to flush. Appeared to be kinked off just proximal to insertion point and therefore the device was replaced with a 5fr single lumen. On removal ¿ no kink could be observed on catheter." No other information was provided.

Event description:
It was reported that, "patient receiving IV antibiotics via an elastomeric infuser. Dunedin 4fr PICC inserted (B)(6) 2024. District nurses reported intermittent full occlusion. I was able to replicate the arm positions where the PICC would stop working and took x-rays while I was attempting to flush. Appeared to be kinked off just proximal to insertion point and therefore the device was replaced with a 5fr single lumen. On removal ¿ no kink could be observed on catheter." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.